Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the motor drive unit got hot during use. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).